Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with motor error alarm due to corroded motor home swtich. Unable to perform the displacement test and due to the motor error alarm. A scratched display window also noted.

Event description:
The customer reported getting an error alarm while driving and it happened twice. The blood glucose reading at time of call was 260mg/dl. Troubleshooting was performed, and the displacement test failed. No further information was provided.